Event description:
Pt reported that a comparison between surestep meter and a hcp meter (profile) was 262 mg/dl (ss) and 199 mg/dl (hcp) respectively (32% diff.). Control solution test result (112) was in range (85-127). No symptoms were reported. There was no allegation of harm.